Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent severe hyperglycemia while using the ilet, with glucose readings reportedly over 400 mg/dl for most of multiple days, alongside intermittent hypoglycemia after supplemental subcutaneous humalog injections per healthcare provider guidance; the user reported high daily insulin use, frequent cartridge changes, and no leakage or insulin odor, and was advised to follow backup therapy and ketone action guidance. Symptoms included dizziness. Outcomes included use of backup subcutaneous insulin and provider-directed management without hospitalization. Investigation included complaint record review and troubleshooting with user education. Investigation of this case revealed no device alerts, no observed infusion set occlusions or bent cannulas, and no confirmed device malfunction based on available information. It was concluded that the cause of the hyperglycemia and subsequent hypoglycemia was unclear, with use errors or physiological factors not excluded.